Event description:
This lead was implante on (B)(6) 1998 and was explanted on (B)(6) 2016 due to unknown product performance issue. The physician was dr. Saverio barbera at (B)(6) hospital in babylon, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).